Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately recorded an untreated episode due to noisy signals oversensing. Upon review, high out of range shock impedances were noted. The technical services (ts) discussed troubleshooting options and recommended to perform an x ray. The x ray was performed, and it was found that the s-ICD moved from its original place affecting the sense b. Exhausting testing of this electrode and device were performed to try to recreate the noise seen, nonetheless, it was unable to reproduce the same noise. It is suspected that the oversensing might be related to the sense b. The system was reprogrammed to secondary sensing vector, the smart charge was extended and there will be a continuously monitor via latitude. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this electrode was explanted and will be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately recorded an untreated episode due to noisy signals oversensing. Upon review, high out of range shock impedances were noted. The technical services (ts) discussed troubleshooting options and recommended to perform an x ray. The x ray was performed, and it was found that the s-ICD moved from its original place affecting the sense b. Exhausting testing of this electrode and device were performed to try to recreate the noise seen, nonetheless, it was unable to reproduce the same noise. It is suspected that the oversensing might be related to the sense b. The system was reprogrammed to secondary sensing vector, the smart charge was extended and there will be a continuously monitor via latitude. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed a crack in the polycin vorite notch area next to sense b electrode, extending into insulation. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The reported noisy signals oversensing and high out of range shock impedances is likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately recorded an untreated episode due to noisy signals oversensing. Upon review, high out of range shock impedances were noted. The technical services (ts) discussed troubleshooting options and recommended to perform an x ray. The x ray was performed, and it was found that the s-ICD moved from its original place affecting the sense b. Exhausting testing of this electrode and device were performed to try to recreate the noise seen, nonetheless, it was unable to reproduce the same noise. It is suspected that the oversensing might be related to the sense b. The system was reprogrammed to secondary sensing vector, the smart charge was extended and there will be a continuously monitor via latitude. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this electrode was explanted and will be returned for analysis. No additional adverse patient effects were reported.